Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with a readily available alternate device w/o any clinically significant procedure delay. No adverse event was associated with the device.